Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly placed implantable cardioverter defibrillator (ICD) could not obtain morphology templates. At the same time, the patient was experiencing premature ventricular contractions (pvc). After waiting a while pvc's diminished, however, a morphology could still not be obtained. After several attempts the device was ultimately able to be re-programmed, and a morphology template was obtained. The patient was in stable condition.

Manufacturer narrative:
Correction for h6 coding and b5.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly placed implantable cardioverter defibrillator (ICD) exhibited communication or transmission problem. Programming changes were made. The patient was in stable condition.